Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer obtained questionable results for one patient sample using the elecsys ca 125 ii assay (ca 125), and for one patient using the elecsys myoglobin stat immunoassay (myo stat), on the cobas 6000 e 601 module. Of the data provided, only the results for ca 125 were a reportable malfunction. None of the results were released outside of the laboratory. The initial ca 125 result was 81.85 u/ml. The sample was repeated twice with results of 156.6 u/ml and 162.4 u/ml. No data flags or alarms occurred with any of the results. The final result was deemed correct. There was no allegation that an adverse event occurred. The ca 125 reagent lot number is 187489; the expiration date was not provided. The customer ran sample cups on top of a 13mm tube. This may lead to insufficient sample aspiration and/or incorrect liquid level detection signal without any alarms. Investigation activities are ongoing.

Manufacturer narrative:
The expiration date for ca 125 reagent lot number of 187489 is feb-2018. Calibration and quality controls were acceptable. The customer did not use rack adapters and ran sample cups on top of a 13 mm tube. A specific root cause was not identified. A general product problem can be excluded. The most likely root cause is related to the customer using non-standard sample cups on top of a 13 mm tube without rack adapters. Additional possible root causes for this event may be sample quality and insufficient maintenance.